Event description:
Pt presented in complete heart block with atrial fibrillation and alternating right bundle and left bundle branch block pattern. Pt had malfunction of previously paced lead in the right ventricle with intermittent capture. Cardiologist documented lead separated from the pulse generator and inspected. The old lead had satisfactory capture, but was noted to have only intermittent capture at times on holter. A decision was made to put a new screw in right ventricular lead at the cardiac apex because of the patient's severe tricuspid insufficiency.what was the original intended procedure?(B)(6) 2012 - implantation of single chamber permanent cardiac pacemeker.(B)(6) 2012 - pacemaker lead replacement.